Event description:
A nurse reported that during a procedure, the probe "released" and broke. The case was completed on the same day without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available..